Event description:
Hospital ER personnel responded to a pt described with a heart rate of approximately 30 to 50 bpm. The pt was connected to the device and diagnosed with incomplete 3rd degree heart block and made ready for external pacing and transport to another hospital. The device connected to the pt with r2 combination electrodes, set to a rate of 60 and the current raised to a 50 ma then to 80 ma, but according to the reporter, the device would not capture the pt's rhythm and the pt complained of extreme discomfort. The device was removed and replaced with another MFR's pacemaker, the pt's rhythm captured and the pt successfully transported to the other hospital.